Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normalventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The international customer reported the ventilator cannot work on ac power during normal ventilation operation. The customer reported the device was not in use on a pt; therefore, there was no pt involvement or harm. The manufacturers field svc engineer stated the unit power up was intermittent on both ac and dc and sometimes it only worked on battery. The manufacturers field svc engineer evaluated the device and replaced the power supply to address the reported problem. The device passed the manufacturer required testing.